Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1758, awareness date 27-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2011. Consumer reported from the time they put it in was when all her pain and troubles started from the stomach pains to the pinching to the surgeries she had to have so if anyone was to ask her about essure. She would sure tell them not to get it was not worth the pain and suffering you have to go through. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. A surgery was performed. This event was considered serious and listed in the reference safety information for essure. In this case, it was not reported the location of pain. Considering that uncharacterized pain may occur with essure therapy, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident due to surgical intervention performed. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.